Event description:
An impella 5.5 was inserted via the axillary artery graft site to support a patient of undocumented age and gender, who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock at pump insertion. In addition to insertion of the 5.5 pump, the patient was also placed on extra-corporeal membrane oxygenation (ECMO). The underlying medical history was not shared. After 7 days of support the team observed the 5.5 pump to have flashing yellow alerting for suction, but the automated impella controller (aic) had no audible/acoustic alarm present. To resolve this issue the aic was replaced by a new aic. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. Support proceeded on the 5.5, ECMO, and aic til day 13 when the patient expired. There is little information on the patient's clinical history or underlying medical comorbidities. It is important to note that patients presenting in cardiogenic shock in scai shock stage d & e are critically ill patients with a high risk of mortality, and as such the death is being reported for this impella patient.

Manufacturer narrative:
Additional information was received. B1, b2, b5, and h1 have been updated to reflect the patient outcome.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller failed to generated acoustic alarms. Visible alarms were present. The controller was replaced with another to continue patient support. No patient harm was reported.